Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a "fatal failure" and went in a critical alarm. It wasn't possible to restart the pump. It was an "urgent change of the pump". The pump was explanted. It was noted there was no injury. The patient outcome was "ok". The pump was delivering morphine.

Manufacturer narrative:
(B)(4): analysis of the pump revealed battery with high resistance.